Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: distal lumen hub disconnected from line when medical staff tried to inject normal saline. The cvc remained in the patient and the distal lumen was clamped. It was reported the patient was in poor condition prior to insertion of the catheter, on a ventilator, and the catheter could not be removed due to the patient's condition at the time of this report. There was no report of a patient injury or complication.

Event description:
The complaint is reported as: distal lumen hub disconnected from line when medical staff tried to inject normal saline. The cvc remained in the patient and the distal lumen was clamped. It was reported the patient was in poor condition prior to insertion of the catheter, on a ventilator, and the catheter could not be removed due to the patient's condition at the time of this report. There was no report of a patient injury or complication.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a cvc catheter. The distal extension line appeared to be separated directly adjacent to the luer hub but it cannot be determined without the actual sample to evaluate. A probable cause of the extension line/luer hub separation cannot be determined from the photos and without the actual sample to evaluate. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line luer hub separation was confirmed through examination of the customer supplied photo; however, the actual complaint sample was not returned for evaluation. A device history record review was performed based on sales history, and no relevant findings were identified. The probable cause of the extension line luer hub separation could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.